Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) display was flickering. The coiled cable failed upon installation. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time customer has not requested getinge for evaluation. Customer biomed engineer resolved the issue by replacing the coiled video cable (pn: 0012-00-1422). The equipment was cleared for customer use. The final investigation has been completed by failure analysis and testing department. Retaining the coiled video cable in the failure analysis and testing department per procedure. Additional information requested from support in regard to the repair and status of the iabp were performed with no response. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly. Biomed done the repair.